Event description:
It was reported that this right ventricular (rv) lead helix was damaged. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.

Manufacturer narrative:
This report contains correction in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6a implant date, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead helix was damaged. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis. Additional information received indicated that the helix of this lead was defective and this lead was attempted implant.